Manufacturer narrative:
The manufacturer previously reported a failure of the system board and power supply. The system board and power supply were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power supply failing was due to a shorted diode (d10) causing no output. The system board was evaluated and found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board and power supply were replaced to address the issue.